Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. The patient received high voltage (hv) therapy for supra ventricular tachycardia (svt). Upon review, episodes of supra ventricular tachycardia ( svt ) was observed. Further, interrogation of the device revealed an aborted shock was observed to have occurred due to a possible high voltage circuit damage and high voltage lead issue. The device and lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The alert ¿possible high voltage circuit damage¿ was not verified and the cause was not determined as the device image was not available. Visual inspection revealed an arc mark on the can. The device was tested at the bench and it was noted that the device was in reset and its cause was not determined as the device image was unavailable. Final analysis found that the output circuitry of the device was damaged and sosd was detected during investigation. It was suspected that the damage to output transistors could have been due to arcing from the can to the lead. The low voltage device functions were normal.